Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed; when the light guide tube was flexed, there was no image. Additional findings include the following: the channel was misaligned on the plastic distal end cover; the boot was loose on the scope connector; and the light guide prong was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during preparation for use, there was no image, no lights, and no video when the evis exera ii bronchovideoscope was connected to the video processor. Other scopes worked on the same video system. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the charged coupled device (ccd-unit) on the universal cord being damaged while the user was handling the device, which led to occurrence of the suggested event. The user maybe able to detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.